Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No adverse patient effects were reported.